Manufacturer narrative:
(B)(4). The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an expect¿ slimline needle was used in the pancreas during an endoscopic ultrasound guided needle biopsy performed on (B)(6) 2016. According to the complainant, during the procedure, the needle broke and detached into the patient's duodenal wall. The detached piece was successfully retrieved using a biopsy forceps and retrieval net. The procedure was stopped and not completed due this incident. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.